Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature for the attachment head exceeded both (B)(4) temperature limits and failed tn8702 performance testing. The attachment exhibited a temperature increase during free run testing of 88.1 degree c and under load of 52.4 degree c. Masimum allowable temperature at the time of testing was 41.4 degree c per es-1104. The bur end bearing failure, free roaming ball bearings and excessive debris most likely created substantial friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from abrasive wear on the teeth of the gears from root to tip. A lack of lubrication was also noted as received.